Event description:
On (B)(6) 2026, the user reported experiencing a high glucose event at approximately 12:00 pm central time, confirmed by a fingerstick blood glucose (bg) measurement reported as exceeding 500 mg/dl. At the time of the event, no sensor glucose (sg) data were available because the user's mobile device was undergoing repair, and the system was not actively in use. The user confirmed that their healthcare provider was aware of the event.

Manufacturer narrative:
Review of the data management system confirmed that no sg was available and no high glucose alert was asserted at the time of event since the system was not in use. The user declined to provide additional details regarding how the event was resolved. Per data management system review, the user subsequently resumed system use and the system was current with up-to-date information at the time of case closure.